Event description:
During a follow-up, early eri was observed. Longevity estimated that the device had reached eri earlier than anticipated. The device will be explanted within the next three months due to the eri battery status.